Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while extending the right atrial (ra) lead tip during the implant, the physician accidently bent the lead tip. He stated that it was clearly his mistake with handling the lead. This lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.